Event description:
A pt of unk age and unk gender presented for an endovenous laser treatment of the great saphenous vein. During the ablation, the tip of the fiber detached from the shaft of the fiber inside the pt's leg. The physician who was performing the ablation successfully removed the tip with a snare. There was no report of harm or injury to the pt due to this event.

Manufacturer narrative:
The reported defect device has been returned to the mfg. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a f/u medwatch. During the review of the mfg records for the reported lot of disposable laser fibers, it was observed that the mfg lots meet all device specs and quality requirements. (B)(4).